Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and one was found with the needle bent inside of the sensor base. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used. The other sensor was missing the needle.

Event description:
It was reported that the insulin pump did not alarmed no delivery. Customer reported a needle anomaly on the sensor. Customer's blood glucose reading was 500 mg/dl. Customer reported that the insulin also had a bent cannula. Nothing further reported.